Event description:
It was reported that the patient presented to the emergency room with an implantable cardioverter defibrillator (ICD) that was in backup operation and failed to interrogate due to the lack of radio frequency (rf) telemetry. Programming changes were made to restore normal device function. The patient was discharged.

Manufacturer narrative:
The reported event of bvvi was confirmed. Based on the review of the records, it was determined to be caused by event queue overflow.